Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2018-00018 thru 3012447612-2018-00021.

Event description:
It was reported that the two struts of the construct backed out of location after installation while the surgeon was installing a second, similar construct at the adjacent level. The construct was removed and replaced with an alternative construct. There were no reports of patient impacts. This is report three of four for this event.

Manufacturer narrative:
The returned strut was evaluated. The strut is fully assembled with the mating end plate so it can not be disassembled to be individually assessed. However, there are no signs of damage or failures detected on the strut. The part and lot numbers of the returned struts are unable to be verified in their assembled state. The DHR is unable to be reviewed since the lot number is unknown.